Event description:
The reporter indicated that a 13.2mm tmicl13.2 -5.5/1.0/066 (sphere/cylinder/axis) implantable collamer lens was implanted upside down into the patient's right eye (od) on (B)(6) 2022. Refractive surprise was reported. On (B)(6) 2022 the lens was explanted. On the same day in a separate surgery a backup lens of different axis was implanted. The exchange resolved the problem. Cause of event is unknown.

Manufacturer narrative:
Lens work order search-no similar complaints reported for units within the same lot. (B)(4).

Manufacturer narrative:
B5: per additional information, "undesirable refractive outcome" after the lens was exchanged. Refractive surprise was also reported. Problem was not resolved. Claim #(B)(4).